Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent. The device was inspected before use with no issues noted. Target lesion in the rca had moderate tortuosity. Lesion was pre-dilated. No resistance was noted advancing the device to the lesion and excessive force was not used. Device failed to cross the target lesion and was noted as damaged. The physician was able to cross the target lesion with a 3.2 x 26 resolute integrity device. No injury reported.